Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that some of the led display segments did not illuminate. Components d4 and d5 on the system board were found to be defective. The system board was replaced and the unit functioned as designed.

Event description:
It was reported that there was an error 2. There were no consequences or impact to patient.